Event description:
Caller states the circuit points on the inform system appear charred. No adverse event reported. Replacement was sent.

Manufacturer narrative:
The event occurred in another country.